Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services on (B)(6) 2020 for high blood glucose. Blood glucose reading was 441 mg/dl. The customer stated that tubing was kinked and cannula of infusion set was bent. The customer was treated with intravenous drip and manual injection at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).